Event description:
It was reported that a pt underwent a cervical procedure using a plating system. Approximately 2 months post-op, it was discovered that a screw was backing out of the plate. No revision is planned at this time. No pt complications have been reported.

Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturer for eval. However, x-rays were supplied for medical advisor review which found views of c5-6-7 plate showing loss of fixation and backout of inferior screw, plate and spacer.